Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/12/2016. The fse found a leak during the backwash portion of the aspiration cycle from the tubing connecting fitting (ft13-3) to diff segment valve (cvl85/126). The fse observed that the tubing was old and there was a small split in the tubing under the retention collar. The fse replaced ft13-3 and all the associated tubing resolving the leak and the differential voteouts on the controls. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a leak of unspecified volume on a coulter lh 750 hematology analyzer. The instrument had generated differential voteouts on controls at the time of the event. The leak was contained within the instrument and was a mixture of diluent and whole blood. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results.